Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pacing impedances measuring greater than 3,000 ohms. Additionally, there was observations of noise. It was suspected that this lead was fractured. Subsequently, this lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.